Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
I think it needs to be: it was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide after with a 6f sheath after an interventional left superficial femoral artery angioplasty and stenting procedure. Reportedly, the suture did not deploy as a cuff miss occurred. Another proglide device was used with the same results. Hemostasis was achieved via manual compression followed by the use of a femostop. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.